Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0tyzy, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0tqyw, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that a patient had a loss of interstim therapy, she woke up soaked, and she leaked a lot. She had symptoms before, but felt they had gotten worse since she had her deep brain stimulation (dbs) device implanted. Before getting the dbs therapy she was still having issues at night, but not during the day. The patient was up to changing her clothes three times a day. She had parkinson's disease so she had fallen on occasion, but nothing that had caused her any damage. Later, the patient saw a power on reset (por) on her interstim device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-09598 for additional information regarding the patient's interstim device.